Event description:
When neptune was turned on and suction began at 100%, the machine shut off and read "error 15.7, service needed" on the message board. Neptune was removed and replaced with a functioning suction machine.